Manufacturer narrative:
A sample has been received for inhouse testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that while in vitrectomy mode, there was a "vacuum sound" and then the vitrector, the touch screen, and the footswitch became unresponsive. A stop sign displayed. The system was rebooted but a system message displayed. The system was then exchanged the procedure was completed with no harm to the patient.